Event description:
Peg feeding per flexiflo pump in progress, 711cc ultracal added to feeding container, pump programmed at 75/hr. Family member in room noted approx 90 minutes after feeding added pump making a sound & seeing a red light in upper right quadrant of pump face & shortly thereafter noted the screen going blank. Approx 15 minutes later, nurse entered pt's room noting feeding bag empty & pump screen blank. 300 cc noted in stomach when residual checked. Pump screen remained off despite attempt by nurse to turn back on. Pump removed & noted later turning on when switch engaged. Pt monitored w/no adverse effect noted from bolus. Chest remained clear w/bp wnl.